Event description:
It was reported that the device was explanted due to high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of high hv lead impedance measurements was confirmed. X-ray of the device identified a broken can wire. This would account for the reported high impedance measurements. No other anomaly was found.